Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm a root cause for the reported event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm pericardial aortic valve, implanted (10) years and eleven (11) months, had a gradient between 100 and 110mmhg, an indication of severe aortic stenosis. A transcatheter aortic valve replacement (tavr) was scheduled. Prior to the tavr procedure, the patient experienced resuscitation efforts of CPR, rapid intubation, and rapid initiation of arterial access, as her aicd appeared to be programmed at a rate of 40 bpm. The patient experienced several episodes of vtach from which her defibrillator shocked her. A pacer representative came and reprogrammed the device to a higher rate and the patient was stabilized medically. The tavr was performed successfully without complications. The patient continued to require medical support and was transferred to the ICU still intubated and on pressors. The cardiologist reported that she was doing well post operatively from a cardiac standpoint.